Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 15 seconds. The device was removed without any problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.